Event description:
It was reported by the treating physician that the vns pt's generator was found to be programmed at output current 0ma during the period for six months in 2008 after a lead test performed the first day. The pt was programmed at 0.5 ma on the last day. Good faith attempts to obtain additional info regarding the programming anomaly event are underway.